Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited a 'pump motor drive error - b1013283'. The product fault occurred during testing. There was no patient involvement.

Manufacturer narrative:
D9: device returned 23-may 2024. H3: one device was returned for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual evaluation found a crack on the plunger case. Pump motor drive phase b post error and battery not working was found in history. The battery not working was causing the pump motor drive phase b post error. Replaced battery and performed the power up process. Device passed all functional tests.

Manufacturer narrative:
While performing a review it was discovered that the file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. 3012307300-2024-04516 is no longer considered reportable, please disregard any reports associated with it.